Event description:
It was reported that the pump dispensed insulin during the load cartridge phase. The complaint is not associated with an adverse event.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed that the display screen and force sensor pins were dislodged. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing.